Event description:
A pt (age and gender unknown) underwent a therapeutic ercp for treatment. As the clincaian turned the handle for correct postioning to cut the papilla, the cut wire snapped. The procedure was completed successfully with another device. There was no report of death, serious injury or mistreatment associated with this event.